Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: two openings observed on the anterior and posterior side assessed as surgical damage. ¿ anxiety-product/procedure : unable to observe since it is a medical event is not related to the device. ¿ other-technical : observed total delamination on the plug strap side assessed as cohesive failure. Additional observations: ¿ yellow particles observed on the device. No further actions are required as the device was implanted. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Healthcare professional reported left side deflation and implant removal from textured to smooth due to the concerns of the product. Healthcare professional additionally reported plug strap separated. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and implant removal from textured to smooth due to the concerns of the product. Healthcare professional additionally reported plug strap separated. Device has been explanted.